Event description:
The MFR rec'd info alleging a ventilator would not power on. The device was not in pt use.

Manufacturer narrative:
The device was evaluated by a third party service center. During the eval the customer's complaint was confirmed. The ventilator's power supply and power management pca were replaced to address this issue.